Event description:
Patient reported that tmd developed during the byte treatment. They have been advised not to continue with treatment.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.